Event description:
It was reported the patient was implanted a few months ago with a minus diopter monofocal intraocular lens (iol) in the first eye and a plus diopter multifocal iol in the second eye. The patient was not satisfied with their post operative vision and requested that both intraocular lenses be removed and replaced.

Manufacturer narrative:
The lens was received cut in pieces precluding our analysis. The iol met all manufacturing specifications prior to release. Our investigation and information received from the account reasonably suggest this is not a manufacturing related issue, but one of patient preference.